Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis. Analysis was not possible for the meter involved with this complaint due to the noted secondary issue (error 1 with no assignable cause found). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began on (B)(6) 2016 at around 09:30pm. The patient stated that she obtained an alleged inaccurately high blood glucose result of 11.7 mmol/l. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that 3 hours after the start of the alleged product issue she woke up experiencing symptoms of making and feeling like she was going to pass out. The patient denied that she received any treatment. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure. However her test strips had been stored incorrectly in her bathroom. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.